Manufacturer narrative:
Age at time of event - 18 years or older. Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient underwent endovascular angioplasty of upper limb veins. A 7.0 x40, 75cm charger balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another 7x40 boston scientific pta balloon catheter. No patient complications nor injuries were reported. The patient was stable after procedure.

Event description:
It was reported that balloon rupture occurred. The patient underwent endovascular angioplasty of upper limb veins. A 7.0 x40, 75cm charger balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another 7x40 boston scientific pta balloon catheter. No patient complications nor injuries were reported. The patient was stable after procedure. It was further reported that the 40% stenosed target lesion was located in a mildly tortuous and mildly calcified artificial blood vessel at basilic vein. The balloon ruptured during the first inflation for 30 seconds. And the device was removed along with the guidewire.

Manufacturer narrative:
A2: age at time of event - 18 years or older. E1: initial reporter facility name: (B)(6).

Manufacturer narrative:
A2: age at time of event - 18 years or older e1: initial reporter facility name: (B)(6). Device evaluated by MFR: a charger device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm proximal from the proximal markerband. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The patient underwent endovascular angioplasty of upper limb veins. A 7.0 x40, 75cm charger balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another 7x40 boston scientific pta balloon catheter. No patient complications nor injuries were reported. The patient was stable after procedure. It was further reported that the 40% stenosed target lesion was located in a mildly tortuous and mildly calcified artificial blood vessel at basilic vein. The balloon ruptured during the first inflation for 20 seconds. And the device was removed along with the guidewire.